Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody identification when using capture-r ready-ID extend ii on a galileo neo.

Manufacturer narrative:
No customer product or patient blood sample was returned to immucor for immucor investigation. Immucor technical support used remote electronic access method to assess instrument test well images on 26sep2014. The immucor laboratory tested retention product on 26sep2014 which performed as expected.